Manufacturer narrative:
(A2) age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: device was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent was measured using snap gauge ID and the result within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and did not appear to have been subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip.

Event description:
It was reported that stent damage occurred. The eccentric target lesion was located in the mild to moderately calcified left circumflex artery. A 16 x 2.25 promus premier drug-eluting stent was advanced but failed to cross the lesion. However, it was noted that the stent was damaged. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The eccentric target lesion was located in the mild to moderately calcified left circumflex artery. A 16 x 2.25 promus premier drug-eluting stent was advanced but failed to cross the lesion. However, it was noted that the stent was damaged. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.